Event description:
It was reported that the device triggered a patient alert for elective replacement indicator (eri) 15 months after implant due to high left ventricular (lv) lead thresholds. The device was explanted and replaced and the lv lead was capped and not replaced. It was noted that the patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2012; 6935 implantable tachy lead (B)(6) 2012.